Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level. Reportedly, on (B)(6) 2017, the customer's blood glucose level decreased from 420 (mg/dl) to 290 (mg/dl) after changing out the infusion site and delivering insulin via a pump bolus. Subsequently, the customer consumed a lunch and delivered a bolus. The customer confirmed bg levels would continue to be monitored.